Manufacturer narrative:
Device evaluation summary: returned device sp sn (B)(4) was tested (B)(6) 2013 upon return to emc and passed all fft testing except for battery voltage reading of 2.683 v, which would be low for a new device in manufacturing testing, but not depleted, and consistent with a device that had been implanted for 2.6 years. In summary, this sp was replaced for battery depletion, but the battery was not actually depleted. (B)(4).

Event description:
Envoy medical was notified of a sound processor replacement due to battery depletion. This particular sound processor was implanted for 2.6 years, which is less than the expected worst case battery life for normal operation of 2.8 years. However, returned device testing indicated that battery was not actually depleted and device passed functional testing. Clinical history: (B)(6) 2006 - original implant by dr. (B)(6), right ear, sp sn (B)(4). (B)(6) 2006 - activation. (B)(6) 2006 - 2 month. (B)(6) 2009 - battery change (sp sn (B)(4) implanted). (B)(6) 2010 - revision (sp (B)(4) implanted, (B)(4) explanted). (B)(6) 2013 - early battery change (sp (B)(4) implanted, sp (B)(4) explanted). (B)(6) 2016 - review of history shows that returned device sp sn (B)(4) was tested (B)(6) 2013 upon return to emc and passed all fft testing except for battery voltage reading of 2.683 v. While this battery voltage would be considered low for a new production device, it is not below the "low battery" threshold of 2.4 v. The battery is in summary, this sp was replaced for battery depletion, but the battery was not actually depleted.